Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline had movement during placement, a phenom 27 catheter stretched during removal, and a framing coil was damaged. Physician planned to treat a complex giant right dorsal internal carotid artery (ica) ruptured aneurysm with pipeline shield flow diverter (fd) assisted coiling. It was very difficult to cross the synchro-14 guidewire, so he used looping technique. After crossing the guidewire, it was extremely difficult to cross phenom-27microcatheter due to severe tortuosity. Somehow phenom-27 crossed from the aneurysm & tracked into right m1 middle cerebral artery (mca) segment & then phenom plus was tracked over this phenom-27 to give proper support to entire system. Neuronmax 6f long sheath was placed just proximal to ophthalmic artery for better proximal support. Then echelon-10 was placed inside aneurysm over same synchro-14 guidewire & fc-25-50-3d coil was pushed. 2 loops of this coil were deployed & then ped2-400-35 fd was pushed inside phenom-27, when it crossed the aneurysm & distal marker of pipeline fd & phenom-27 were aligned, physician started to unsheath the pipeline device with high positive pressure on pipeline pusher wire. Suddenly entire system started falling back & slipped inside the aneurysm. Physician tried to cross phenom-27 with pipeline inside it from aneurysm, but couldn't get success, so he decided to take out this phenom-27 & ped2-400-35. While taking out this pipeline & phenom, echelon-10 was also pulled out along with fc-25-50-3d coil. Physician tried to push echelon-10 again inside the aneurysm along with this coil, but couldn't do so. This coil couldn't be deployed in 2nd attempt after resheathing. The catheter was flushed as per instructions for use (IFU). During the movement during deployment multiple pipeline devices were not being used when movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location. No additional steps were required to remove or secure the pipeline. The pipeline missed the landing zone. The device did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. No side branches were covered by the pipeline. The tip of the catheter moved during deployment. The rebar catheter stretched in the distal location. No force was applied during delivery or removal. The catheter tip was not entrapped or stuck. There was no vasospasm. The catheter was not stuck in the guide catheter.  The framing coil pusher was kinked/broken. There was no friction or difficulty during testing or delivery. Continuous flush was administered during the procedure. The damage was in the pushwire proximal segment. The framing coil had difficult placement. It was not implanted in the intended location. No additional steps or surgical intervention was required to remove or secure the coil. It did not jump during deployment. The vessel was not damaged. The tip of the catheter was not under stress. The tip of the catheter did not move during deployment. The physician did not rotate the delivery pusher during the procedure. The aneurysm did not rupture.  The patient was being treated for a ruptured, saccular aneurysm in the right distal ica above ophthalmic artery. The max diameter was 25.7mm and the neck diameter was 8.2mm. The distal landing zone was 2.17mm and the proximal landing zone was 3.85mm. Vessel tortuosity was severe. The patient was undergoing pipeline shield flow diverter assisted coiling. The access vessel was the right ica with a diameter of 5.5mm. The angiographic result post procedure was aneurysm was coiled and stasis was started inside the aneurysm. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.

Manufacturer narrative:
Product analysis #286951047:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5), 0.0265¿ mandrel as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within two shipping boxes; within their opened outer cartons; within their opened inner pouches; and within individual dispenser coils. The pipeline flex w/ shield pusher was further returned within an introducer sheath and the already deployed pipeline flex w/ shield braid was returned within the same opened inner pouch. An axium prime coil was also returned and will be addressed in pli-30. Visual inspection/damage location details: (pipeline flex w/ shield) no damages or irregularities were found with the introducer sheath. Blood was found within the introducer sheath and on the pipeline flex w/ shield pusher. No damages were found with the pipeline flex w/ shield proximal pusher. The hypotube was found unstretched and ptfe shrink tubing was found undamaged. No damages were found with the resheathing pad, pad restraints or with the proximal bumper. The distal delivery wire was found bent near the dps sleeves. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found undamaged. Both braid ends were found fully opened, damaged, and frayed. (Phenom-27) no flash or voids molded were found within the phenom-27 micro catheter hub. Dried blood was found within the hub. No damages or anomalies were found with the phenom-27 hub. The phenom-27 micro catheter was found accordioned at ~19.1cm from the distal end. No damages or irregularities were found with the distal tip or marker bands. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.1cm and the usable length was measured to be ~151.4cm, which is within specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). Conclusion: based on the analysis findings, the customer report of ¿movement during deployment¿ could not typically be confirmed through device analysis. Possible causes for failure are vasospasm, patient vessel tortuosity, high force delivery, catheter kickback, insufficient distal anchoring of braid or incorrect braid sizing. The customer report of ¿catheter stretch during removal¿ was not confirmed; however, the catheter was found accordioned. It is possible the accordioning occurred due to resistance caused by the reported severe patient tortuosity, which is also likely to contribute towards the pipeline movement during deployment as well. Customer reported no resistance or difficulty during delivery/positioning, all devices were prepared per IFU, and catheter tip was not entrapped. Customer also reported both the catheter tip moved during the deployment and the catheter tip did not move during deployment, which is contradictory. The pipeline flex w/ shield is compatible for use with the phenom-27 micro catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.